Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) walled off necrosis drainage procedure performed on (B)(6) 2025. During procedure, there was an issue while deploying the first flange, it did not open. In attempts to resolve the issue, the physician tried to play with the catheter by applying slight movements (jiggling) to facilitate deployment; however, there was no success. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.